Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of sterilization certificate confirms devices were sterilized in accordance with iso 11137. The sterile certificate was reviewed and noted to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 2nd stage revision posterior approach, no complications on postop xray, cultures grew penicillium. - patient presents with acute onset of pain and fever, admitted to treat severe sepsis. I&d with head/liner exchange. The root cause of the reported issue is attributed to use error. As per IFU, they state contraindications include infection. As some of the parts have no lot information provided, validation of sterile certifications cannot be performed; therefore, the reported devices cannot be excluded as a possible source of the reported infection. Although, of note, as reported the implants were placed into a setting of known ongoing previously established infection. This complaint can be confirmed via the medical records evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a1; a3; b5; g3; h2; h6.

Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty. Cultures from the revision returned positive for fungal infection after the procedure was complete indicating that the initial infection was not yet eradicated. The patient returned to the ER with signs of ongoing infection. The patient underwent an incision and drainage with stem, head and liner. The patient was discharged 8 days later with no further complications.

Manufacturer narrative:
(B)(4). D10: 110010249 g7 osseoti 4 hole shell 62mm h (B)(6). 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length (B)(6). 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length (B)(6). 30213608 g7 vit e frdm const 10deg 36h (B)(6) 11-107018 freedom constr hd 36mm t1 std (B)(6) 11-300816 arcos 16x150mm spl tpr dist unk. 11-301301 arcos con sz a std 60mm unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty. Cultures from the revision returned positive for fungal infection after the procedure was complete indicating that the initial infection was not yet eradicated. The patient returned to the ER with signs of ongoing infection. The patient underwent an incision and drainage with head and liner. The patient was discharged 8 days later with no further complications.